Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their stimulator doesn't seem to be working. They said they are getting a "non-communication thing" between their ins and patient programmer (pp). They sometimes can't bring up the status line and it shows bot the ins and pp not working. When asked to clarify, the patient said they would see the screen with the ins and pp; it was determined that the patient was referring to the poor communication screen. Patient said they could physically tell stimulation was not working too; they couldn't feel stimulation. Patient said they were also experiencing a return of symptoms. Their bladder is constantly running and they have to wear a sanitary napkin; it constantly gets drenched. During the call, the patient had access to their pp and synched which showed stimulation was on; they were at 2.7v on program 1. They have the ability to change programs and/or adjust stimulation and they attempted to increase stimulation, but encountered the poor communication screen. Patient further stated they don't always use the pp antenna. The patient further said they used the pp to connect to their ins. During the call, pp placement was reviewed and it was recommended to use the pp antenna. The patient tried to connect, but continued to get poor communication. As a result of what was reported, the patient was transferred to repair. It was reviewed that if pp replacement does not resolve the poor communication issue, then the patient should contract their healthcare provider (hcp). Implant date considerations and battery longevity information was also reviewed. It can be noted that the loss of stimulation, return of symptoms, and poor communication issue started about a week ago. On (B)(6) analysis of the patient programmer showed there was no anomaly found. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cause of the issue was because the battery needed replacement of their patient programmer and it was replaced on (B)(6) 2018. No further complications were noted or anticipated.